Event description:
In (B) (6) 2009, the pt reported the adhesive on "at least 3" of her insulin infusion headsets has not properly stuck to her skin. She said this has occurred with her last box of infusion sets and the most recent incident was last week. She has discarded the box and all of the headsets at issue. She stated she has opened a new box of infusion sets and they seem to be working properly. No blood glucose concerns related to this issue were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. No product will be returned for eval.

Manufacturer narrative:
No product will be returned for eval.